Event description:
It is reported that pt underwent right total knee replacement in 1995. Post-op, in 2000, pt was treated for progressive pain and lack of mobility. As a result, in 2000, the right knee was revised where the tibial component and tibial articulating surface were removed and replaced.